Event description:
Procedure: ileostomy take down. According to the reporter: there was not a good staple formation when the device was fired. A few centimeters of tissue was cut off and the tissue was sutured to complete the procedure. No further information could be obtained from the account regarding this incident.

Manufacturer narrative:
Initial report sent: 04/08/2008. This report was initially coded as a malfunction and was asr reportable. However, further information was received on 03/13/2008, that made this a serious injury reportable event.